Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the staff was unable to enter and store patient names and data to be pulled and added to the patients' bed tiles at the central nurse's station (cns). An "input unit disconnect" message was displaying on the cns monitor. No patient harm was reported. No patient harm or injury was reported. Investigation summary: no further issues have been reported with this device, at this facility, since 01/31/2023, to date. Based on the review of device history and facility trending, a significant trend that would warrant any corrective action or any further action has not been observed and no further action is required. Nihon kohden (nk) able to confirm the reported issue was due to a medi tech and it issue at the facility. The customer was advised to work directly with their medi tech and it department to resolve the issue. Nk was unable to determine a definitive root cause of how the medi tech and it issues occurred. Software and/or file corruption issues may affect the operation of the system and lead to application advisory errors. Should the software and/or file become corrupt, re-installing the file and/or software would resolve the issue. The most common root causes of software and/or file corruption are ungraceful exits or improper shutdowns. Ungraceful exits or power loss during software and/or operations are likely to result in corruption of files and/or software. In some case, corruption issues can lead to damage to sensitive components, such as hard disk drives.

Event description:
The biomedical engineer (bme) reported that the staff was unable to enter and store patient names and data to be pulled and added to the patients' bed tiles at the central nurse's station (cns). An "input unit disconnect" message was displaying on the cns monitor. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is not allowing them to enter and store patient names and data to be pulled and added into the patients' bed tile. They are getting an input unit disconnect message displayed on the cns monitor. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is not allowing them to enter and store patient names and data to be pulled and added into the patients' bed tile. They are getting an input unit disconnect message displayed on the cns monitor. No patient harm was reported.